Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use xience prime everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and mildly calcified distal left anterior descending artery that was 90% stenosed. The patient presented with severe angina. Therefore, pre-dilatation was performed with an unspecified 2.5 x 10 mm semi-compliant balloon dilatation catheter via the radial approach. Then, a 3.0 x 38 mm xience prime stent was implanted at 16 atmospheres; however, a distal edge dissection was then noted under fluoroscopy. Another unspecified xience prime stent was implanted to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.